Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 8mm long starting 5mm proximally from the marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon rupture. The device was removed and no balloon pieces remained in the patient's body. The procedure was completed with another 1.5x20mm non-bsc device. No patient complications were reported. It was further reported that the balloon ruptured on third inflation at 5 atmospheres for 10 seconds.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon rupture. The device was removed and no balloon pieces remained in the patient's body. The procedure was completed with another 1.5x20mm non-bsc device. No patient complications were reported. It was further reported that the balloon ruptured on third inflation at 5 atmospheres for 10 seconds.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon rupture. The device was removed and no balloon pieces remained in the patient's body. The procedure was completed with another 1.5x20mm non-bsc device. No patient complications were reported.